Event description:
Following a diagnosis of ductal carcinoma and the required treatment, I had saline breast implants put in. My health began to decline in various ways, and it was all "autoimmune" according to the many different drs I went to. Unfortunately none of the endless testing supported their diagnosis. After 2 exchanges with saline implants, I was told how much safer the mentor 'gummy bear' type would be, so I went with those. Within 6 months my health was at its worst, and I was near suicidal. Only my recent explant has changed anything. I feel amazing. Healthier than I have in over 30 years. My mind is clearer and my body doesn't hurt. A laundry list of symptoms has disappeared. I wish I knew at (B)(6) y/o that I was ruining my life by trying to look 'normal'. I'd have lived with my scars if anyone had told me how poisonous implants are. FDA safety report ID# (B)(4).